Manufacturer narrative:
Product complaint # ==> (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional h11: was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 2 minutes, action taken when event occurred? --> change another thread, was procedure successfully completed? --> yes, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no, is the patient part of a clinical study --> unknown, (B)(4). Device property of -->none, device in possession of -->none "d4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. (If gtin is available, statement is not needed)"

Event description:
It was reported that a patient underwent a c-section procedure in (B)(6) 2025 and suture was used. During the procedure, while stitching the wound, the suture thread slipped out of the needle. No adverse patient consequences were reported. Additional information was requested.